Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have an imprecise motion in the pitch direction. The grip tips moved in the commanded direction , however a lag or delay in the motion was observed. The instrument was found to have a loose pitch cable at the clamping pulley at the proximal end. The probable root cause of imprecise motion of instrument is attributed to the loose pitch cable. The loose pitch cable can occur due to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.